Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed episodes of noise oversensing on the right ventricular (rv) lead. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences noted.